Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon eval, the monitor case was cracked, separating the end cap and disconnecting the white wires from the auxiliary board. The cause for the damaged case cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged case and disconnected wires. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his friend "bumped [his] monitor and the cap came off." The pt was issued a replacement monitor.